Event description:
It was reported that the compressor mini was not turning on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
According to the received information on (B)(6) september, the customer canceled the service because the compressor had started to work again as expected. Based on the customer's information, the cause of the event can not be established.

Event description:
(B)(4).